Manufacturer narrative:
This report is submitted on september 22, 2022.

Event description:
Per the clinic, the device was explanted (date not reported) due to unknown reason. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant wound site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on october 17, 2022.